Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported recurrent tricuspid regurgitation (tr) was unable to be determined. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This report is being filed due to recurrent regurgitation deemed possibly device related. (B)(6) - triluminate pivotal patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with functional tricuspid regurgitation (tr) grade 4 and had been crossed over from the studies medical arm to the device (triclip) arm. One triclip was successfully delivered and deployed, reducing the tr to moderate, grade 2. On (B)(6) 2024, recurrent tr, moderate to severe was noted. Per physician, the event was not serious. There was no treatment provided and no unplanned or additional hospitalization. There was no device malfunction.

Manufacturer narrative:
The clip remains implanted. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.